Manufacturer narrative:
The calibration, qc, pre-analytical data and alarm trace were requested but not provided. The field service engineer (fse) found the barbed fitting below the pinch valve had been kinked over. He then replaced the barbed fitting and the pinch tubing. The fse had to replace one of the new tubings due to a leak and a split in the tubing. He performed measuring cell verification tests with acceptable results. The customer performed calibrations and qcs with acceptable results. After service, no further issues were reported by the customer. The investigation determined the service actions resolved the issue.

Event description:
The initial reporter received a questionable elecsys troponin t assay result for one patient tested on a cobas 6000 e 601 module. The reporter stated that he has been receiving abnormal movement alarms after performing maintenance. The initial result was not reported outside of the laboratory. The reporter questioned the result which prompted a rerun of t he sample. The specimen was rerun on the same instrument and on their other e 601. The initial result from the module was <6 pg/ml. The repeat result from the module was 17 pg/ml. The repeat result from their other e 601 was 20 pg/ml. This repeat result was deemed correct. The reagent lot number and the expiration date were requested but not provided.